Manufacturer narrative:
There is no information regarding spi value. Smarttouch catheter was in close proximity to a pentaray catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported an any bwi equipment during the procedure. -- the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model and serial numbers unknown. Pentaray catheter, model and lot numbers unknown. Baylis medical transseptal needle (qty: 2), model and lot numbers unknown. St. Jude medical agilis sheath, model and lot numbers unknown. St. Jude medical sl1 or sr0 sheath, lot number unknown. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient, in her 60s, underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while the smarttouch catheter was in the left atrium, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 450ml of saline tinted with a small amount of blood. Patient was reported to be in stable condition. Patient required extended hospitalization (overnight) as a result of the adverse event. It was noted that the patient was thought to have fully recovered, but this has not been confirmed. Patient was in normal sinus rhythm during the procedure. It was noted that the adverse event occurred either during transseptal or ablation phase. There were no factors cited that may have contributed to the adverse event. Physician's opinion regarding the cause of the adverse event is that a perforation occurred allowing saline to enter into the pericardial space. Double transseptal puncture was performed with baylis medical transseptal needles x 2. Sheaths included a st. Jude medical agilis and a st. Jude medical sl1 or sr0. All ablations in the left atrium were performed between 20-30 watts. When the injury was detected, temperature and impedance were within normal limits, there were no impedance spikes, and power was 25 watts. Power was not titrated during ablation. Overall ablation time at the site of injury was between 30 and 60 seconds. There were no ablations longer than approximately 60 seconds. Last ablation cycle time at the site of injury was approximately 30 seconds. Irrigated catheter flow was set at 30ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained at or above 300 seconds.